Event description:
Prior to implanting a generator, the device interrogation showed that it reached neos - yes status. Electrocautery was not used on the generator. Diagnostics were not performed. The device was a hospital stock and remained in its packaging when neos was observed. The device had not been kept in cold temperatures. The generator was received. Analysis is underway but has not been completed to date. A review of device history records for the generator shows that no unresolved non-conformance were found.

Event description:
Additional information was received that the generator was unlikely to have been mishandled. It was stored in the same room and the same temperature as the other generators. Analysis was completed on the generator and the data in the memory locations shows that the generator may have shown a neos condition two days prior to the implant. The data downloaded from the pulse generator suggest the pulse generator was stored in a low temperature environment for an extended period of time, which may have been a contributing factor. There is a correlation between ¿low storage temperature¿ and the pulse generators battery status when a generator is kept at low temperatures. As stated in labeling, ¿low storage temperatures may affect the battery status indicators."